Event description:
It was reported that during a drug eluting stenting treatment procedure, a shaft fracture and an embolization occurred. The 75% stenosed lesion was located in the non-calcified and mildly tortuous distal left circumflex artery. The lesion was predilated with a 2.0x15mm non bsc balloon. While advancing the 2.50x28mm taxus liberte' drug eluting stent, it caught on a 50% stenosed lesion in the left main coronary artery. The physician initially had some difficulty crossing the lesion, but the guide catheter was advanced further and the stent delivery system was able to cross the target lesion. The physician attempted to deploy the stent and was unable to inflate the balloon. It was noted that there was contrast media leaking into the coronary. Upon removal of the stent delivery system from the pt, it was noted that the hypotube shaft was fractured approximately 70 centimeters from the end of the device and there was a catheter kink more distal to the fractured area. The remaining portion of the device and the guide catheter were removed together. While retrieving the fractured portion of the device, a distal air embolization occurred. The procedure was completed with another device and the pt was placed on an intra-aortic balloon pump (iabp) to treat the embolization. Three hours post-procedure, the pt was removed from the iabp. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device analysis found that the condition of the device was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 76.5 cm distal from the catheters' strain relief. The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.